Event description:
Caller reported a malfunction on the pump, identified as malfunction code 16, which recurred even after being reset. The customer's blood glucose level impact is unknown. Tandem technical support instructed the customer to reset the pump, provided storage mode instructions, and confirmed shipment of a replacement pump. The customer will use multiple daily injections as a backup therapy and understood the instructions for returning the problematic pump.